Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was alarming low battery and customer inserted a used battery and it was not turning on. The customer then tried a new battery and the display was still blank. Customer stated the contacts on the battery cap are damaged and the battery compartment and spring is neither damaged nor corroded. Customer was going into the basal rates and the screen froze and started to beep with no alarms on the screen; no response from any button. Blood glucose value was 15 mmol/l. Nothing further reported.